Manufacturer narrative:
Visual examination of the returned console found a burnt component on the power supply. Further evaluation found a hole in the insulation sheet that isolates the board and the ground metal frame. The +48v terminal block had shorted out to the ground because it appears the insulation sheet was damaged during assembly. The sheet was screwed down hard on the terminal block during the assembly of the cable harness to the power supply. This allowed the bottom of the power supply board to make contact to the ground, causing heat to build up and resulted in arcing on the power supply board to the ground. The device history record for the console and power supply assembly were reviewed and no specific manufacturing issues were reported similar to the reported complaint condition.

Event description:
The hospital perfusionist reported an issue with the mps2 console following use in a procedure. He reported noticing a "burning smell" after the procedure was completed. The report stated the console was off, and when they turned it back on to retrieve some log data information the console displayed an alarm code and gave the burning odor. There was no patient involvement because the alleged issue was observed after the procedure. The console was returned to the manufacturer for evaluation.